Event description:
During a tour of the elmira plant, surgeon reported to synthes employee that a proximal femur plate implanted approximately 4 months ago, broke postoperatively, 90 days after being implanted. Plate was removed and replaced with a zimmer plate.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.